Event description:
Customer reported the collimator iris closed on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the boards. System operates as intended.